Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. The aortic neck had mild angulation. The iliac arteries were slightly ectatic but otherwise unremarkable. It was reported that after the talent bifurcated stent graft was deployed, the physician inadvertently cannulated the ipsilateral side rather than the contralateral gate. There were imaging issues during the procedure, and an anterior-posterior projection was used, which made it difficult to visualize each stent graft accurately. A contralateral limb and an extension limb were implanted on the ipsilateral side before the physician realized that the contralateral side had not been cannulated. To correct the situation, the physician decided to make an aorto-uni-iliac (aui) configuration by using a talent converter and then performing a femoral-femoral bypass, which was satisfactory. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (inadvertent cannulation of ipsilateral side instead of contralateral side), (imaging issues during the procedure; anterior-posterior projection).